Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was hospitalized due to a low blood glucose level. Blood glucose level at the time of admission was 34 mg/dl. The caller was unsure of whether or not the customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 230 mg/dl. The insulin pump was not replaced or returned for analysis.